Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: investigation revealed a horizontal green line through the display. A test display was inserted and was clear and legible. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was damage but the button remained operable.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 12/27/2016, a reporter contacted animas alleging that there was a line through the display screen. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no serious injury associated with this complaint.